Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 49 mg/dl. The mother stated that the insulin pump delivered two boluses on its own. The mother stated that there was no way that the customer programmed these boluses. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.